Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the large qwix measurer does not measure all the screw lengths that are available in the surgical set. There was no reported harm to a patient.